Manufacturer narrative:
The local representative (cc) found that the patient reference tracker card was not added to the system, hence why it would not work. The account was notified and issue was fixed. A medtronic representative visited the site to evaluate the equipment and no failures were found. Software analysis was performed, and no failures were found. Indication that it may have been user error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a catheter placement procedure. It was reported that while during a shunt procedure, the site's system went into red status when trying to track em instruments. The site switched to a different system to continue and this caused an hour delay. There was no reported impact to the patient. It was reported that the product issue was the system. The tool card was not in the system. The issue has since been resolved.